Manufacturer narrative:
Analysis on the returned x-stage cover resulted in physical damage being found. X-stage cover fails visual inspection as it has structural damage at the panel docking pin hole. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry cannot be docked and there was some noise when the gantry was moved. The imaging system's x-stage cover was returned to the manufacturer damaged. There was no patient present when this issue was identified.